Event description:
A facility reported that the mayfield modified skull clamp (a1059) slipped and caused a suboccipital 1" laceration to the patient during a "craniotomy for open biopsy brain tumor" procedure. Further details provided indicates that 60 lbs. Of pressure was used and while readjusting the mayfield on bed attachment it slipped. No surgical delay has been reported.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - investigation of the returned unit was unable to duplicate slippage. When properly positioned and put under pressure, it would not have moved. Additionally, the unit was recently repaired and passes all specific functional testing. No issues were observed. Since the unit was involved in a patient injury, the unit was sent to quality engineering for further investigation. Further evaluation by quality engineering confirms the findings of the evaluation by service & repair that the skull clamp showed signs of wear but no functional issues were noted. Root cause - the reported complaint is not confirmed. Probable root cause is improper or suboptimal placement of the skull clamp. The unit is beyond integra¿s 7 years recommended life cycle (manufactured 2009). No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.